Event description:
It was reported that the customer's insulin pump is alarming, squirting the insulin out during the manual prime and that the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform the functional testing including displacement test due to motor error alarm. Drive support was inspected and no anomaly was noted.